Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 09/29/2016 that on (B)(6) 2016, the transmitter died. There was no report of injury or medical intervention. No additional patient or event information is available.